Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor had no electrode. The customer¿s blood glucose was unknown at the time of incident. The customer also stated that there was change sensor alert and also stated that the sensor was set to the serter the sensor did not come out smoothly and the insertion could not be performed. The sensor will not be returned for analysis.